Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset technical support engineer (tse) reviewed the system log with the procedure date of (B)(6) 2025 and confirmed that the console operated as designed. The log file documented eight instances of air in venous line (aivl) alarms. No console-related malfunctions or performance issues were identified. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was air in venous line (aivl) alarm two times during treatment. Home patient (hp) discarded blood twice during treatment, resulting in an estimated blood loss of 600 ml. Hp completed treatment successfully on the same tablo. The hp nurse stated that he had the lines reversed and there was a problem with connection to the user catheter. No patient adverse events were noted as a result of this incident.